Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pd transfer set leaked from an unspecified location. This occurred at the patient¿s home while in use for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h3 and h6. H10: one actual sample was received for evaluation. A visual inspection was performed, and it was noted that there was hole in the silicone tubing of the transfer set. Functional testing including leak testing and clear passage testing were performed, and it was noted that there was fluid leak from the hole in the tubing during leak testing. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.